Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal sufentanil and bupivacaine (all unknown concentrations and doses) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the rep was with doctor who stated they were unable to aspirate or fill the pump. The rep stated they put 25ml in the pump and every 10 seconds they asked for 5ml to make sure they were in and now they couldn't aspirate. On the second call, the rep stated she had to go and was going to review considerations with the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.